Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 321 mg/dl. The customer had symptoms such as thirst and difficulty breathing. Customer treated with manual injection and insulin pump. Customer's blood glucose value was 317 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues. Customer declined to check if the device settings were correct. Customer reported that the highest blood glucose reading was 421 mg/dl and it was treated with manual injection. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported that the insulin pump had a motor error and no delivery alarms. Customer also mentioned that the insulin was squirting out during manual prime and troubleshooting was performed and completed. The product was not returned for analysis.